Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine (unknown) (25 mg/ml, 8.191 mg/day) via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that a motor stall was seen at initial interrogation, the patient did not recently have an MRI (magnetic resonance imaging), the pump status and/or event log reported "motor stall occurred," "motor stall (active)," "motor stall and recovery" and "multiple motor stalls & recoveries." There were multiple stalls starting (B)(6) 2017 and the pump was currently stalled from (B)(6) 2017. The tss (technical service specialist) reviewed the following motor stall considerations with the hcp: consider pump replacement and consider programming minimum rate. The following symptoms were reported to have occurred suddenly: the patient was feeling "worse and worse" over the last 3 days from the date of this report and the patient had withdrawal-type symptoms "currently". No further complications were reported.

Manufacturer narrative:
Correction: event date was updated/corrected to 2017-07-31 and date of event is approximate. Correction: patient code (B)(4) was updated/corrected to (B)(4). Device code (B)(4) is also applicable to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative (rep) indicated the pump was replaced on 2018-feb-02 and the logs were read. It was noted the pump had been stalled multiple times for the past few months so the managing healthcare provider (hcp) had put the pump into minimum rate and weened the patient off the medication. The pump would be sent back. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that in (B)(6) the patient's morphine pump failed so needed to be replaced however the patient had delayed replacement due to family needs. The patient's pump had been stopping and restarting and making beeping sounds that sounded a lot like his computer alarm etc. And the patient was looking all over the house to determine where it was coming from. Then the alarm stopped for a while because the "pump was working good" and then when it failed it started beeping every 10 minutes. One night in the middle of the night he heard the beeping and he woke up and one of his cats was pawing at the pump area "we found out the pump was alarming because of the cat." The patient pump was "dead completely." The patient got about 3-5 years out of the pump which for him was pretty long. The patient took oral medications along with the pump and thought he had a bad flu for a while and it turned out he was going through withdrawal. It was determined the cause of the patient's problems was that the battery "failed." The patient clarified he meant that the gearing in the pump went bad and it quit working so was spinning faster due to lack of resistance and "the battery went." The pump alarm starting the end of 2017 (B)(6) or the beginning of 2017 (B)(6) and the withdrawal symptoms occurred at the end of 2017 (B)(6) or the beginning of 2017 (B)(6). The patient would follow up with the healthcare professional. The last time the patient had the pump filled was 2017 (B)(6) and at that time it said the pump had 21 months left. No further complications were reported.

Manufacturer narrative:
Updated to reflect the information received on 2017-dec-20. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp) on 2017-dec-20. It was reported that the patient's pump would be replaced sometime in (B)(6) after the patient resolves some family issues. No further complications were reported.

Manufacturer narrative:
Device code: (B)(4) is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the pump alarm starting at the end of(B)(6) 2017 was due to multiple motor stalls with recovery then a final stall with no recovery. The pump would not be returned for analysis. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4)) identified corrosion on gear wheel number three and residue on the gear shaft of the motor gear train that resulted in the motor stalls. Eval code-conclusion (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.